Event description:
It was reported that after the pulse generator was implanted, it was noted that the device shelf life had expired. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.